Event description:
The pt underwent implantation of a synchromed pump and catheter in 1998 for intrathecal infusion of morphine and baclofen for intractable spasticity related to spinal cord injury/spinal cord disease. The healthcare professional found volume discrepancies on refill and the pt was started on oral baclofen. The healthcare professional determined the pump had stopped infusing with an x-ray rotor study. The pt underwent explantation of the pump and implantation of a new synchromed pump. The pt did well with the new pump but developed a seroma that was drained by the healthcare professional.